Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure indicated for an atrial flutter case, a faradrive steerable sheath was selected for use. The sheath's flushing port had air introduced after aspirating. Air was being introduced into the flushing port when valve was open to the patient. It was tried flushing with farawave catheter in and out of the sheath. It was able to aspirate and get all air out however still had air coming into flushing port when it was open to patient. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).